Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient was admitted due anemia with a hemoglobin of 4.6. The patient received argon plasma coagulation, was transfused with 4 units of packed red blood cells (prbc), their diuretic and anticoagulation medications were held on admission and their aspirin dose was reduced. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted due anemia with a hemoglobin of 4.6. The patient received argon plasma coagulation, was transfused with 4 units of packed red blood cells (prbc), their diuretic and anticoagulation medications were held on admission and their aspirin dose was reduced. The vad remains in use. No further patient complications have been reported as a result of this event.